Event description:
The lay reporter/ mother contacted lfs on (B)(6) 2010 alleging inaccurate low readings on her daughter's one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient tests her blood glucose at least 6x a day and is a type 1 diabetic. Reporter did not provide the patient's diabetes regimen and how much medication she takes. The reporter mentioned that on (B)(6) 2010, the patient's ultra 2 meter showed a result of 6.3 mmol/l at 11:15am and the ultra easy showed a result of 26 something a few minutes later. It is unknown whether the patient was exhibiting symptoms at the time of testing. It is unknown on whether the patient had taken any diabetes medication at the time of testing. The mother had ran a quality control test on the patient's ultra 2 and ultra easy meter and the test strips passed using the control solution. The patient has been having "hypos: in the evening, where she has been feeling shaky. She developed symptoms on the night of (B)(6) 2010. The reporter tests the patient's blood glucose in the evenings as they know the patient is likely to go low. They test her around 8,9 and 10pm. The readings were in the "late 3's, (3.7, 3.8 and 3.9)." The symptoms lasted anywhere from 30- 60 minutes. She would treat herself with milk, biscuit or banana. It is unknown what the patient's blood glucose readings were prior to the allegedly low reading and how much diabetes medication she had taken. Approximately four weeks ago, the patient had a "vomiting bug" and ended up in the hospital. She was taken to the ER by ambulance and got to the hospital at 6pm. She was admitted at 10:00pm and was in the hospital for 4 hours. At the time her results at home were around 16mmol\l and at hospital, they were around 47mmol\l. Per mother, the "vomiting bug" had caused her daughter the "blood sugar problems". Patient was treated with IV insulin and fluids. Prior to being released her blood glucose was around 6 mmol/l. After the incident, the patient's now is recommended to test 8x a day. Reporter did not have the test strips with her; therefore was unable to provide the lot number or expiration date of the subject test strips. Products were replaced. The complaint is being reported, since the reporter alleged that her daughter was admitted and treated in the hospital for a blood glucose reading of 47 mmol/l , while her lfs meter read around 16 mmol/l.

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port on an rd900 neopuff infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/11/2011. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.